Manufacturer narrative:
The abutment was placed on the implant on (B)(6) 2015 and broke in the mouth on (B)(6) 2018. The practitioner tried to use the rescue kit, but he failed to remove the broken pillar. That is why, ultimately the practitioner decided to remove the implant. According to the practitioner, the patient had come to his occlusion control on (B)(6) 2018. The practitioner did send us a panoramic radio. We analyzed it, and the prosthetic construction seems normal, with no sign of passivity. The patient is a man, and he is (B)(6) years old. He has a medium bone density. Breakage may be the result of excessive force exerted on the prosthesis (B)(4).

Event description:
A fragment of the abutment was blocked inside the implant. The practitioner tried to use the rescue kit, but he failed to remove the broken pillar. That is why, ultimately the practitioner decided to remove the implant. The implant has been placed in 36 position on (B)(6) 2015, and has been explanted on (B)(6) 2018.